Event description:
It was reported that during a laparoscopic colon procedure, the device did not work. No information on the error code. The device lost the white pad after approximately 15 min usage. The pad could be retrieved out of the patients abdomen . The procedure was finished without problems with a like device.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The device was returned with the blade scratched and cracked. The device was functionally tested with a generator. There were no issues observed with the tissue pad of the device. During functional testing on gen04, an error code 5 was displayed. A probable cause of an error code 5 is blade damage. Blade damage may occur from external contact with metal or plastic during pre-op or general use. If the harmonic system senses an instrument fault during use, an audible alarm (tone with long pulses) will sound and a visual alarm indicator will appear on the control panel. The generator system will revert to standby mode, when the audible alarm (solid tone) and visual alarm indicator appear. Since the tissue pad of the device had no damage, it is possible that the device returned may have been used to complete the procedure and is not the device complained about. The batch history records were reviewed with no anomalies noted during the manufacturing process.